Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department in cardiac arrest. The patient was reportedly breaking up a fight between two dogs when he went into cardiac arrest. Medics found the patient in asystole, placed an I-gel and started compressions. The patient had 2 rounds of epinephrine prior to arrival. There was a report that one of the dogs was tugging at their driveline before they collapsed. History was obtained from the paramedics. Advanced cardiac life support were continued. During rhythm checks, clinicians were not able to hear any doppler signal over the carotid artery. They were able to hear carotid pulsations during chest compressions. During the patient's rhythm check, the chest was again auscultated, and the whirring sound was again heard. On each rhythm check, the patient was in asystole. Code was called at 1233 after a downtime of over 30 minutes. Driveline disconnected per the doctor's recommendations. Family arrived shortly after and was updated. The patient passed away in the emergency department. Log files were submitted for review. The event log file captured routine events up until 09aug2025 at 1151 when there was a sudden drop in flow from baseline of around 4 lpm to almost 0 lpm in less than a minute. These low flow events continued with estimated flow just above zero until the driveline was disconnected at 1236.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient outcome could not be conclusively determined through this investigation. Although a specific cause for the low flow alarms could not conclusively be determined, the account communicated that the patient was in asystole and had a downtime of over 30 minutes prior to code being called. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. The log file captured a sudden decrease in flow on (B)(6) 2025 at 11:51:28. Low flow alarms became active and persisted until the driveline was disconnected at 12:36:09 as reported. No notable events or alarms were captured prior to the flow decrease, and the pump appeared to function as intended throughout the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 left ventricle assist system IFU, revision, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liter per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the outcome was not considered device or therapy related. The device operated as expected and would not be returned.